Event description:
In (B)(4) 2011, I had my son and after having kids back to back, I was ready to go to get fixed from having anymore. Unfortunately the original procedure I wanted tubal ligation wasn't going to be an option because the dr (B)(6) claimed she was called into surgery. She mentioned to me considering the essure procedure and really sold me on it (I still have the post on my (B)(6)). I had to go to the surgical center in (B)(6) in (B)(6) to get this done and at the time I was under the impression we were doing essure, and if that failed she would do tubal ligation. Up until last week when I had a lawyer get my records because of the class action on bayer and all the medical issues I have had since getting this done. I had been told and thought I had essure coils. Dr (B)(6) in 2013 when I got pregnant even pointed them out to me on ultrasound. The records we got from dr (B)(6) are very deceptive numerous times. On the day of surgery in her records she will sometimes say essure procedure but then she mentions an adiana I have never even heard of until getting these records. At first I couldn't get the page 1 of the operation report from that day but I went back and it was given to me. On the day of the procedure, it says that the end one of her tools punctured my cervix and I was bleeding a lot. On the post operation report it says essure procedure and in her notes from the office she always says essure. In (B)(6) 2012, I returned to her office because I wasn't feeling well since having the procedure. It wasn't again until I got my records I can see where it's claimed, I tested (B)(6) but then it says that lab said bottle was mislabeled so I'm (B)(6). I never had that and she never told me I tested (B)(6). Not 2 months later in may 2012, I was rushed back to the hospital because I woke up in pain from my stomach. Turns out my fallopian tube and erupted and from I can see on the report no fetus was found and instead it was cysts. Dr (B)(6) and called over and she performed emergency surgery on me. Ever since that surgery, I have had issues with my back hurting like nerves are being pressed so far a short time. I was prescribed pain medicine by dr (B)(6). In 2013 I became pregnant once again and this time it wasn't ectopic and I now have a (B)(6) y/o daughter. I was once again rushed to the ER in (B)(6) 2014 because felt like I was having a heart attack, and I would get this burning in my stomach that would go up to my throat. I was told I had ulcers but to this day I don't think that was it at all, and I think it might have been from the surgery she did in 2012 because it slowly started and progressively got worse. Sometimes it was so bad I would curl up in a ball and cry and just wait for it to stop. I have been wanting to get this what I thought was essure out of my body because I have been having numerous other issues as well. Rashes developing on my legs, cramps or sharp pains in my side, fatigue, weight gain, metal like taste in my mouth and just over all not my energetic self. I was extremely upset when the lawyer told me what she put an adiana serial number and not essure because all these years I have thought essure, because that is what I agreed to with her and discussed the little risks know at that times. It's very frustrating and upsetting that I no longer know that this dr has truly done to me and I can't afford to get it out at this moment because it will cost about $(B)(4) plus to get it out.